Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the nurses feel that the rd set sensor does not pick up as well. They said their readings do not seem to be correct. Also, the sensors are not sticking as well as the old lnop sensors. They feel the adhesive is not as sticky. There are complaints of tape curling and coming apart while on the patient. The customer has not kept any of the sensors. No known impact or consequence to patient.